Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system's mayo tray is cracked and the surgical modes change by themselves occasionally. The staff was able to reboot the system and complete the procedure with no harm to the patient.

Manufacturer narrative:
The system was examined and the company representative was able to replicate first issue. The tray was replaced to address the first issue. The company representative did not address the issue with the ¿changing modes.¿ a review of complaints for the last 24 months did not indicate any additional related reports for this system. The system was manufactured on february 26, 2007. Based on qa assessment, the product met specifications at the time of release. The reported event of the cracked tray was confirmed. However, based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).